Event description:
It was reported to philips that the system would not start up. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that the system was not starting. A review of the system logfiles found a malfunction related to reported problem. Upon troubleshooting actions, fse identified that the system software had become corrupted. Fse reinstalled the system software, reset the configurations and performed the functional test. After repairs, the system was returned to use in good working order.